Manufacturer narrative:
(B)(4). The device was not returned for evaluation, (customer advised product would not be returned, due to purchase of new products), therefore, the failure analysis to identify root cause to the end user's experience could not be determined. The device history record (DHR) review showed no abnormalities related to the reported failure. The reported complaint was not confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
The device is not expected to be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the patient was positioned in the a1059 mayfield modified skull clamp and noticed that the patient's head had slipped downward with the bridge of her nose resting on the skull clamp on (B)(6) 2020. The patient was positioned supine in the skull clamp and then later flipped to a prone position. The surgeon felt that the locking knob was disengaging and caused the patient to slip. The patient was not injured and no lacerations have been reported. There was no delay in surgery.